Event description:
Burn blister [burns second degree]. Case description: this is a spontaneous report from a contactable consumer through a pfizer-sponsored program "brand websites for division consumer healthcare (B)(4)". A female consumer of an unspecified age and ethnicity started to receive (B)(6) heatwrap ((B)(6) heatwrap), via an unspecified route of administration from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. The consumer experienced burn blister on an unspecified date. The action taken in response to the event for (B)(6) heatwrap was unknown. The outcome of the events was not recovered. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.